Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: july 13, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint sample consisted of an activated syringe containing 0.6 ml of healon solution and a plunger rod attached at the bottom. A visual inspection of the returned product did not reveal any observations related to the customer's narrative. No functional testing was performed as the syringe was not provided for investigation. The most probable cause of the reported issue is human factor error as indicated in the risk assessment form. The reported issue cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 - a5: n/a, there was no reported patient contact. Section d6a if implanted; give date: not applicable as the viscoelastic is not an implantable device. Section d6b if explanted; give date: not applicable as the viscoelastic is not an implantable device. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the agent fell off during operation due to a gap between the healon and the package. It was noted that the interspace between the product and it's package had been too large. There was no reported patient injury and the operation was completed with no issues using a replacement. No additional information was provided.